Event description:
The complainant has reported that a 70 year old female patient underwent a therapeutic ercp procedure with placement of a biliary stent. The clinician reports that the flexima biliary stent was unable to be placed due to resistance when passing over the jagwire guidewire. The flexima device became 'corrugated' when attempting to advance. The patient did not have a tortuous anatomy. The pt did not sustain any complications as a result of the stent/guidewire fit issue. There is no further information available at this time.

Manufacturer narrative:
B6,b7,d11-unknown/no information available from user facility. Section f- f10 patient codes 2199- consequences or impact to patient, none / not labeled. Device codes 2183- fitting problems / not labeled. 2524- failure to advance / not labeled. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference #: tw121774 / a00023340 date filed: 13 june 2006.